Event description:
It was reported that the customer was hospitalized due to high blood glucose. Troubleshooting was not performed as caller did not have the insulin pump available at time of call, and the customer will be released soon. The next day, the customer called and stated that he had low blood glucose of 49mg/dl due to the insulin received at the hospital. The customer mentioned having bent cannulas several times when he pulls the infusion sets out. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.